Event description:
Procedure: nephrectomy. According to the reporter: while the device was being used on the patient, cutting became extremely dull. Another device was used to complete the case. There was no bleeding, no tissue damage, no additional tissue loss and nothing fell into cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).